Event description:
It was reported to boston scientific corporation on feb 27, 2009, that a radial jaw hot single-use biopsy forceps was used during a procedure performed in 2009. According to the complainant, the biopsy forceps jaw open asymmetrically. Furthermore, the device did not cauterize, but burned and blackened, the biopsy did not cauterize, but burned and blackened the biopsy site. The biomed engineer checked the cautery unit and cable, and did not find any leakages. The procedure was completed with another radial jaw hot single- use biopsy forceps without further complication. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device code: - other (jaws opened asymmetrically). The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review, further relevant info is identified, a supplemental medwatch will be filed.